Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during a stone extraction procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the device sterile pouch had a slice in it that compromised the sterility of the device. It was also noted that the device was popped. There were no patient complications reported as a result of this event.